Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that (2) ar-4020c-07 fastthread biocomposite interference screw distal tip cracked during insertion and would not engage in the patient's bone. All the broken fragments were retrieved, and the case was completed using a third ar-4020c-07 fastthread biocomposite interference screw. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per dfu-0111-7 at revision 0. G. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.